Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 531 mg/dl. The customer also stated that he had a no delivery alarm on the insulin pump and a bent infusion set cannula. Troubleshooting was performed for the bent cannula issue. The insulin pump was not returned for analysis. However, the infusion set was returned for analysis.